Manufacturer narrative:
(B)(4). The insulin pump had a blank display and constant tone due to faulty interface board. Analysis was unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump would alarm unexpected restart error after every battery change. The patient's blood glucose at the time of incident was 155 mg/dl. During troubleshooting the customer confirmed that they were able to clear the alarm. The time and basal rates were retained as well. The customer also experienced a blank display anomaly. The blank display was resolved via battery change. The insulin pump was returned for analysis.